Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified that the outer box contains the implant vial. The inner vial cap is noted to already be opened. The implant cover screw is missing from its holder and was found in the drive feature of the implant mount. The device is not noted to have been used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). DHR review was completed for the subject lot number 63969715. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the inner packaging notes that all components were present in all inspected vials. Complaint history review was performed for the reported lot number (63969715) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect packaging) or product (tsvb10). Therefore, based on the available information, device malfunction could not be verified and the reported event is non-verifiable, as the circumstances of device delivery could not be recreated following inspection of the returned opened packaging. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the tsvb10 cover screw was seated on top of the tsvb10 fixture mount, and the top component where it normally is located was still completely sealed. They were concerned regarding sterility, and chose to pull another implant off the shelf to continue surgery.